Event description:
Major pump unit(s) involved: drive unit failure. Specify component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: abdominal x-ray showing abnormality in the bend relief portion of his lvad. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: abdominal x-ray showing abnormality in the bend relief portion of his lvad. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): unknown. Other intervention: implant device type: lvad. Malfunction device type:.